Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an infusion set issue where the adhesive tape detached after becoming caught on clothing, resulting in detachment of the infusion set from the insertion site on (B)(6) 2026. This issue subsequently caused hyperglycemia, which the patient managed by self-administering insulin via pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.